Event description:
During consignment level checking, the product (enterprise vrd and delivery- enf452812/ 02423128) was found abandoned in the corner of an angio suite of the hospital with the stent detached, and it appeared that the device was used. The staff of the hospital didn't think that the device was object of a complaint report. There's no information when the device was used exactly and the account does not remember the event exactly. Other than the reported events, no other damage was noticed on any of the sections of the device (coil, delivery system, etc).

Manufacturer narrative:
Lake region lot number 02423128 is cordis lot number 02423128. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of lot 02423128. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 38 units, which were shipped from lake region medical on june 8, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During consignment level checking, the product was found abandoned in the corner of an angio suite of the hospital with the stent detached, and it appeared that the device had been used. There is no information when the device was used and the account does not remember the event. Other than the reported events, no other damage was noticed on any of the section of the device. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. One non sterile enterprise vrd and delivery system was received coiled inside of a plastic bag. The received components were the delivery wire and the introducer tube (the stent was not received for analysis), the introducer tube was kinked at 13.8cm from proximal end, the delivery wire at the core wire section was in good conditions, but the coil tip was stretched just where to beginning the coil area, also presented a wavy condition from 4.5cm to 20cm from distal end. The coil tip was inspected under a microscope and pictures were taken in the damage areas, also was noted a flat condition. The functional analysis could not be performed due the stent was not returned and to perform the functional test if necessary that the stent is still inside the introducer tube. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 02423128. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from lake region medical on (B)(4), 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer as "stent-deployment difficulty-premature deployment" could not be evaluated since the device was received without stent. The exact cause of the event experienced by the customer could not be conclusively determined; it is possible that procedure factors may have contributed to this event. The device did not present any obvious indication of manufacturing defect or anomaly; therefore, no corrective action will be taken at this time. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event.